Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the any patient involvement, injury or medical intervention is unknown. Additional information had been received from the customer on 10/20/2016, reporting that there was no patient involvement. This MDR was initially reported due to the absence of event information. Upon receiving new information regarding patient involvement from the customer, it was determined that the related malfunction is unlikely to cause a substantial risk to a patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04922 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump's door would not latch. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door will not latch which was reproduced as door not fully latched alarms.the alarms were confirmed through a review of the event history log. Evaluation found the upper link screw to be loose, causing the alarm.the link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump's door would not latch. Any patient involvement, injury or medical intervention is unknown.